Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 10/30/2017. Device evaluation: the product was received in a lens case. Visual inspection performed by a qualified inspector using 12x magnification shows that the lens is contaminated; dust particles are present. This is expected as the lens was transported from a controlled environment during manufacturing to a non-sterile, non-environmentally controlled area. Also some stain material is present on the lens. The reported issue was verified. However, investigation of the return sample does not suggest the material was introduced during manufacturing. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The event description suggests that the intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The event description suggests that the intraocular lens was not implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there were particles on the intraocular lens (iol) observed prior to insertion. No additional information was provided to abbott medical optics.